Manufacturer narrative:
(B)(4). Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that reservoir lip of insulin pump was cracked. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. Customer also stated that reservoir locked in place while inserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.